Manufacturer narrative:
A siemens healthcare diagnostics inc. Field service engineer (fse) was dispatched to the account. Analysis of the instrument and instrument data indicate that the cause for the falsely depressed sodium result was a loose diluent supply line fitting after change by the customer. A user maintenance error contributed to the event. The fse corrected the supply line problem. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A falsely depressed sodium (na) result was obtained on a patient sample. It is unknown if the result was reported to the physician. The sample was repeated on an alternate dimension(r) instrument. A higher result was obtained and reported. It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences as a result of the falsely depressed sodium result.